Event description:
During use for a cardiopulmonary bypass procedure, the air bubble detector apparently issued a false alarm condition and was subsequently disabled. Cycling the power to the detector restored specified function. The surgical procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.